Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead threshold measurements, which led to a lead revision procedure. Upon attempt to disconnect the lv lead from the device header, it was reported that the set screw would not turn and was stuck inside the lv port of the device. In addition, while attempting to remove the lv lead, it was reported that the device header was damaged in the process. The lv lead was successfully separated from the lv port. Subsequently, due to the reported observations the cardiac resynchronization therapy defibrillator (crt-d) and lv lead were explanted. The crt-d was successfully replaced, but the lv lead could not be placed at this time. Both the crt-d and lv lead were to be sent into boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the required additional intervention upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. It was noted that the outer insulation was melted in multiple places, likely a result of explant damage from electro-cautery. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. It was found that there were twists in the lead body, approximately 480mm from the terminal pin, likely a result of explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold and the stuck set screw inside the lv port of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead threshold measurements, which led to a lead revision procedure. Upon attempt to disconnect the lv lead from the device header, it was reported that the set screw would not turn and was stuck inside the lv port of the device. In addition, while attempting to remove the lv lead, it was reported that the device header was damaged in the process. The lv lead was successfully separated from the lv port. Subsequently, due to the reported observations the cardiac resynchronization therapy defibrillator (crt-d) and lv lead were explanted. The crt-d was successfully replaced, but the lv lead could not be placed at this time. Both the crt-d and lv lead were to be sent into boston scientific for further analysis. No additional adverse patient effects were reported.